Event description:
(B)(4) study. Same case as: 2134265-2012-00380. It was reported that post a coronary stenting treatment procedure, the patient expired. Lesion 1 was a long lesion located in the proximal right coronary artery (rca) and extending into the mid rca. The lesion was 95% stenosed, 3.0mm in diameter and 32mm long. The lesion was treated with predilation and placement of a 3.0x38mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the mid left anterior descending (lad). The lesion was 80% stenosed, 2.8mm in diameter and 24mm long. The lesion was treated with direct stent placement using a 2.75x32mm taxus liberte stent. Predilation and post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient died at home due to unknown cause.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).